Manufacturer narrative:
Evaluated one opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Event description:
The customer reported that he received some no delivery alarms on his insulin pump that were resolved with a complete set change. The customer wished to return this reservoir to be analyzed. His blood glucose level was not known. The customer stated that the reservoir would not push insulin through and was sticky. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2014-99132.